Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported receiving an error message upon scanning the freestyle libre 2 sensor, and ordered a replacement product. The customer further reported that due to a delivery delay, they did not have a device to monitor glucose. The customer experienced a loss of consciousness and required treatment of sugar by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer initially reported receiving an error message upon scanning the freestyle libre 2 sensor, and ordered a replacement product. The customer further reported that due to a delivery delay, they did not have a device to monitor glucose. The customer experienced a loss of consciousness and required treatment of sugar by third-party. There was no report of death or permanent injury associated with this event.